Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low and high blood glucose levels on (B)(6) 2019 with blood glucose of 40 mg/dl and highs of over 400 mg/dl at the time of the incidents. The customer used the pump to treat the highs and was given intravenous insulin as well. The customer experienced symptoms such as nausea, vomiting, and weakness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported issues with sensor calibrations and with the transmitter. The transmitter will be returned for analysis.